Manufacturer narrative:
B3: event date is an approximation as exact dates were not provided. G4: similar product to 193-000. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use device, discarded.

Event description:
On behalf of the customer, the abbott sales representative reported two (2) unconfirmed false positive results with the ID now covid-19 2.0 assay in (B)(6) 2022. This report is for result one (1) of two (2). A nasal sample was collected on an unknown date and generated a positive result. The customer indicated that a second sample was taken as it did not "match clinical diagnosis". The patient was reported to have had a "bad nasal or oral environment". It was not reported if repeat or confirmation testing was performed but has been requested by abbott technical support. No additional information including patient treatment and outcome was provided.

Event description:
On behalf of the customer, the abbott sales representative reported two (2) unconfirmed false positive results with the ID now covid-19 2.0 assay in (B)(6) 2022. This report is for result one (1) of two (2). A nasal sample was collected on an unknown date and generated a positive result. The customer indicated that a second sample was taken as it did not "match clinical diagnosis". The patient was reported to have had a "bad nasal or oral environment". It was not reported if repeat or confirmation testing was performed but has been requested by abbott technical support. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Event date is an approximation as exact dates were not provided similar product to 193-000. The investigation is ongoing. A supplement report will be sent upon investigation completion. Single use device, discarded.